Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridges sustained damage due to an unknown cause. Customer¿s blood glucose was 119 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.